Manufacturer narrative:
H.6. Investigation summary: material #: 367861. Lot/batch #: 2321387. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken tube with blood exposure with the incident lot was not observed. The photos show an unaffected product of the same material and lot number. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of broken tube and exposure. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, one tube broke during blood collection spilling blood all on the rn. Post exposure testing was done on rn and patient, no other impact reported. No patient impact reported. The following information was provided by the initial reporter: "the rn was drawing blood from a patient midline using a pink vacutainer. When she was using the vacutainer to transfer into a lavender top vial - the vial exploded (split in half) causing blood to go all over the rn, and onto her face. Post exposure testing on both rn & patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, one tube broke during blood collection spilling blood all on the rn. Post exposure testing was done on rn and patient, no other impact reported. No patient impact reported. The following information was provided by the initial reporter: "the rn was drawing blood from a patient midline using a pink vacutainer. When she was using the vacutainer to transfer into a lavender top vial - the vial exploded (split in half) causing blood to go all over the rn, and onto her face. Post exposure testing on both rn & patient."